Event description:
The physician reports that the crystalens trailing haptic tore when delivering the lens using the staar surgical lens injector sys. Delivery was attempted with a second crystalens, however, this lens haptic also tore. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lenses. A third crystalens was implanted successfully.